Manufacturer narrative:
Evaluation results: the complaint for usability was confirmed. As received, visual inspection of the returned lead did not reveal any anomalies; however, fluoroscopic analysis revealed the channel 3 stim electrode was fabricated out of dissimilar material compared to the other electrodes. Subsequent elemental analysis revealed the channel 3 stim electrode predominantly consisted of the element aluminum. Specifications indicate electrode should be made of platinum element. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported during the procedure that contact 3 was not visible via x-ray while checking for lead placement. The lead was removed and visually inspected with no anomalies noted. Fluoroscopy was then used to inspect the lead and contact 3 was again, no visible. The physician used a different lead to complete the procedure.